Event description:
A transitional member fell out of the new a2101 "while/before" positioning the pt in a half sitting position. The ball mechanism did not seem to work correctly (not holding the transitional member in place). The unit was not in contact with the pt when the problem occurred. The system was replaced with another unit in the operating room. There was a surgical delay of 15 minutes as a result of this malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.